Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection was performed on the product. The footswitch, battery and charger were returned. A functional evaluation was performed. The dumbbell joint was stiff and difficult to articulate. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause has been associated with a component failure. Factors which could have contributed to the reported event include debris ingress or prolonged pressurization, causing damage to the seals, spacers, pressure rings, or pressure cups within the joints of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 tenet arm was not moving fluidly, the arm was stiff. The incident occurred before the procedure. There was no delay. It is unknown if there was an available back up device. No patient injury or other complications were reported.